Event description:
"Medtronic is recalling in the heartmate hvad because of the possibility for and interruption to occur in the electrical connection between the system's power source (battery, ac adapter, or dc adapter) and the hvad controller." Pt admitted (B)(6) 2021 for controller change out. Controller changed (B)(6) 2021 without stoppage of pump.